Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow up report will be submitted as applicable. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2020, the patient underwent a port implantation procedure using the powerport m.r.I. Isp. 5 years 11 months and 14 days, the patient underwent port removal surgery. During the procedure, a partial fracture of the port catheter was discovered. Same day port was removed. The current status of the patient is unknown.

Event description:
On (B)(6) 2020, the patient underwent a port implantation procedure using the powerport m.r.I. Isp. Five years eleven months and fourteen days, the patient underwent port removal surgery. During the procedure, a partial fracture of the port catheter was discovered. Same day port was removed. The current status of the patient is unknown.

Manufacturer narrative:
H11: based on the information, there is no evidence of a second device and no justification for reporting the swelling as a separate adverse event. The file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.